Event description:
It was reported that the inner lumen peeled. The stenosed target lesion was located at the left anterior descending artery. A 6f runway guide catheter was selected for use. A non-bsc stent was advanced through the guide catheter and resistance was met. The physician pulled the guide catheter and stent catheter out. When the stent catheter came out, there was a long stringy plastic like material that came out of the hub of the guide catheter. It seemed like the inner lumen of the guide catheter was stripped. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the inner lumen peeled. The stenosed target lesion was located at the left arterior descending artery. A 6f runway guide catheter was selected for use. A non-bsc stent was advanced through the guide catheter and resistance was met. The physician pulled the guide catheter and stent catheter out. When the stent catheter came out, there was a long stringy plastic like material that came out of the hub of the guide catheter. It seemed like the inner lumen of the guide catheter was stripped. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a runway guide catheter batch# 60200896 with a long piece of fm (foreign material). Analysis of the tip, shaft, hub, and fm included microscopic, visual, and ftir inspection. Inspection revealed a kink in the shaft located 39mm from the tip, and the fm was 75cm in length. Inspection of the rest of the device found no other apparent damage.the stent used in the procedure was not returned for functional testing, so a 4mm x 32mm stent device was used to functionally test with the runway. The stented balloon catheter loaded into the runway hub and advanced though the device without issue.the fm that was returned with the runway catheter was tested via ftir (fourier transform infrared spectroscopy) analysis. Results of the testing found that the fm was ptfe, consistent with the ptfe used as the inner liner used in the build of the runway guide catheter.